Event description:
It was reported that a physician was attempting to use two (2) 2.25mm diameter x 30mm length endeavor resolute drug eluting stents to treat a lesion in the lad of a patient with stenosis, calcification and tortuosity present. The lesion was pre-dilated with a sprinter balloon. The first 2.25mm diameter x 30mm length endeavor resolute stent could not pass the lesion. When it was removed from the patient, the stent struts were noted to be damaged. It was then decided to use another 2.25mm diameter x 30mm length endeavor resolute stent to treat the same lesion. During use, the device kinked while trying to pass the lesion and the shaft of the device broke. The entire device was removed from the patient and the procedure completed with another stent. No patient injury or clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: no results available since no evaluation was performed (device or procedural cd images have not been received). Inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, tortuous vessel with calcification and stenosis present.) Evaluation conclusion: unable to confirm complaint (device or procedural cd images have not been received). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, tortuous vessel with calcification and stenosis present.). Known inherent risk of procedure (failure to deliver stent and stent deformation). (B)(4).